Event description:
It was reported that the patient presented with leukocytosis, fever, infection and lead vegetation, viewed on transesophageal echocardiogram. Clinical evidence noted septic shock. The cardiac resynchronization therapy defibrillator system was explanted urgently. There were no patient complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.